Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has requested the data files for the investigation to be provided. The customer has sent in the paz, r1 and cx files. The customer stated they are operational. The cause of this event is unknown.

Event description:
The customer reported a discrepant low total hemoglobin result for one patient on the rp 500e when compared to an rp500. There is no report of injury due to this event.

Manufacturer narrative:
Corrected data: d4: serial number, changed to (B)(6). Siemens has completed the investigation. It was determined and stated by the customer/regional support that no thb correlation coefficients (as listed in customer bulletins) were entered on the rp500 but were entered on the rp500e, s/n (B)(6). The customer bulletin for thb states that correlation coefficients typically reduces the thb reportable value by approximately 1.0 g/dl. This accounts for the observed difference between the two systems. Once the same thb correlation coefficient values are applied across both systems, the thb values are expected to agree.